Event description:
A malfunction alarm was reported, displaying malfunction code malf 9. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue without recurrence and allowed the customer to continue using the pump. The customer was advised to call back if any malfunction codes reoccurred.